Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with striae in left eye pupil area that was impacting visual acuity. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritation and haze visual acuity in left eye. Patient reported symptoms are not interfering with daily activities. A flap lift and rinse was performed and patient was instructed to continue with normal post-op drop routine. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -.50 x 165, left eye pre-op 20/20 -.50 x -.25 x 25.

Manufacturer narrative:
Additional information: it was reported that 7 weeks post flap lift to correct flap striae patient presented with epithelial ingrowth in 3 spots and it is visually significant. The ingrowth is not central but is causing flap distortion and inducing atypical prescription. A flap lift/clean was recommended and scheduled. Refraction from (B)(6) 2017: right eye post-op 20/20 .25 x -.25 x 165, left eye post-op 20/20 1.00 x -1.25 x 25. (B)(4).